Event description:
Provider very upset with the quality of the front casters of chair. Enduser has only had the chair for less than 2 months and the front left caster has a crack that runs completely across the diameter of the wheel. No injury.